Event description:
5 at/ af episodes , 4 of 5 episodes appear to have possible oversensing on the atrial channel. Atrial oversensing, appears noise on both a and v channels, only sensed on atrial channel in at/af episodes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).